Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer generated false low sodium (na) and/or chloride (cl) rerun results for three (3) patient samples. The results were not reported out of the laboratory. The samples were being run like control material to check instrument operation after troubleshooting a failed carbon dioxide (co2) calibration. The original results obtained were considered correct and were reported. Patient treatment was not impacted from this event.

Manufacturer narrative:
Quality control (qc) was acceptable prior to and following the incident. A bec field service engineer (fse) was dispatched and replaced the na electrode, a missing quad ring on the k electrode, and both co2 electrodes. The fse verified instrument performance.